Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer also reported that insulin pump was making a "buzzing noise." Customer's blood glucose was 446 mg/dl, and was treated with manual injections. Customer was able to resolve no delivery with a complete set change. Customer would call back should issue persist.